Event description:
Same case as MDR ID# 2134265-2013-02606 (B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient experienced a myocardial infarction and the patient required reintervention. (B)(6) 2011 - the patient presented with complaints of chest pain accompanied with dyspnea. The patient's cardiolite scan was abnormal. The patient was diagnosed with stable and cardiac catheterization was recommended. The 75% stenosed and 19 mm long #1 target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 3.0mm. #1 target lesion was treated with direct stent placement of a 3.00 x 24 mm taxus liberte stent, resulting in 0% residual stenosis. A 70% stenosed and 19 mm long #2 target lesion was located in the mid right coronary artery with a reference vessel diameter of 3.0 mm. #2 target lesion was treated with direct stent placement of a 3.00 x 24 mm taxus liberte stent, resulting in 0% residual stenosis. The same day the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with complaints of para-sternal chest pain associated with dyspnea diagnosed with myocardial infarction. Electrocardiogram revealed, inferior st elevation. The patient was diagnosed with acute st elevation myocardial infarction and cardiac catheterization was recommended. The lad had 50-60% proximal stenosis and 95% proximal stenosis. The rca was 30-40% stenosed. The subject underwent coronary artery bypass graft with left internal mammary artery to left anterior descending artery and saphenous vein graft to obtuse marginal. The same day the event was considered resolved without residual effects. Five days later the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).